Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the procedure, when surgeon was drilling with a/r screw drill, the tip has fractured. After the surgery, the surgeon found a fractured piece remained in the patient's body.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip has fractured. Wear marks are also seen on the shaft and the ao connection feature. Hardness testing found the device to be conforming to print specification. Radiograph was provided and reviewed by a health care professional. Review of radiographs indicated that there is a linear metallic fragment of presumed drill bit along the proximal lateral aspect of the intramedullary nail. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.